Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer¿s insulin pump had critical pump error. Customer¿s blood glucose was about 88mg/dl or 120mg/dl at time of incident. Customer mentioned that they got a picture of the pump with an x on the screen and an arrow point to the book. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Critical pump error after battery installation. Constant critical pump error alarm. Problem isolated to force sensor.